Event description:
It was reported that upon review of stored data, it was noted that this right atrial (ra) lead undersensed a single beat during an atrial arrhythmia. This resulted in in the ventricular rate appearing higher that the atrial rate, leading in three inappropriate bursts of anti-tachycardia pacing (atp) from the associated implantable cardioverter defibrillator (ICD). Technical services (ts) made reprogramming recommendations for the system. This device remains in service at this time. No adverse patient effects were reported. Additional information was received stating that the associated implantable cardioverter defibrillator (ICD) to this ra lead delivered a total of four inappropriate anti-tachycardia pacing (atp) burst due to atrial driven rhythms. The health care professional (hcp) contacted technical services (ts) regarding therapy not being delivered when rhythm was in supraventricular tachycardia (svt). Upon review of the available information ts noted that the criteria to deliver therapy had not been met after the last atp burst; therefore, no additional therapy was delivered. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that upon review of stored data, it was noted that this right atrial (ra) lead undersensed a single beat during an atrial arrhythmia. This resulted in in the ventricular rate appearing higher that the atrial rate, leading in three inappropriate bursts of anti-tachycardia pacing (atp) from the associated implantable cardioverter defibrillator (ICD). Technical services (ts) made reprogramming recommendations for the system. This device remains in service at this time. No adverse patient effects were reported.